Manufacturer narrative:
(B)(4).

Event description:
The consumer reported having painful and uncomfortable stimulation that was related to positional movements. Since implant, the patient felt pain when walking or standing. The pain was in the back of the vagina and left ankle. As a result of the pain, the stimulation settings were decreased but the patient still felt pain which may be "residual pain." The patient was going to monitor and turn stimulation down if needed. In (B)(6) 2015, the patient felt stimulation down the left leg and left foot was tingling, but the issues resolved the next morning. On (B)(6) 2015, the patient had "issues" with her bowels. Additional information received from the health care provider (hcp) reported the cause of the painful stimulation and return of symptoms was that the settings were too high. Settings were decreased during initial testing and programs were changed on (B)(6) 2015. It was noted that the bladder was perfect, but the bowels were what changed. The patient was happy with results. Indications for use included fecal incontinence and gastrointestinal/pelvic floor.